Manufacturer narrative:
Continuation of d10: product ID 105-5081-153 (unknown); product type: implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a solitaire x stent retriever that had resistance with the rebar microcatheter. The patient was undergoing a mechanical thrombectomy procedure to treat an intracranial posterior circulation thromboembolism. It was reported that the rebar microcatheter was successfully navigated to the blood supply artery with the guidewire and the solitaire was successfully delivered. Hand guided radiography was used to determine the correct angle. When the solitaire was pushed under roadmap guidance, it was found to be stuck in the microcatheter and could not be pulled back either. The friction resulted in kinking the solitaire stent. The system was then removed together and the solitaire was replaced to continue the procedure. Patient outcome was noted as alive - no injury. Ancillary devices: react-71 aspiration catheter, synchro-10 guidewire.

Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr4-3-20-10 stent device was returned for analysis inside a rebar 18 catheter, a dispenser coil, a sealed biohazard bag, and a shipping box. Damaged location details: the solitaire fr4-3-20-10 stent¿s working and non-working length struts were in good condition. No irregularities were found outside the proximal marker, and the marker coil appeared in good condition. No bends or kinks were noted on the pushwire. The rebar 18 catheter tip and marker were examined, and no damages were noted. The catheter body was found in good condition. No voids or flashes were observed on the catheter hub, and no other anomalies were found. Testing/analysis: the rebar 18 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and found patent. It was tested via an in-house 0.021-inch mandrel through the hub and tip without issues. The solitaire fr4-3-20-10 stent was tested for resistance using the returned rebar 18 catheter without issues. Conclusion: based on the reported information and device analysis, the customer¿s resistance complaint could not be confirmed, as no issues were encountered while testing the returned solitaire fr4-3-20-10 and rebar 18 catheter, and no damages were noted on the devices. However, the root cause of the resistance failure could not be determined. Possible causes include severe vessel tortuosity or a lack of continuous flush with heparinized saline during the procedure. In this event, the customer stated that a continuous saline flush was administered and maintained; however, it was not specified if it was with heparinized saline. Therefore, we cannot rule out a lack of continuous flush with heparinized saline during the procedure as a potential cause. Thus, severe vessel tortuosity or a lack of continuous flush with heparinized saline during the procedure could have contributed to the resistance failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the resistance was in the middle of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. The patient's vessel tortuosity was severe.